Event description:
This customer reported an error 2000 while pacing a pt. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported an error 2000 while pacing a pt. There was no negative impact to the involved pt. The device was evaluated at philips. The symptom could not be duplicated. However, 20004 errors were noted in the system log. This is consistent with the customer getting an error 20004. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.